Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery wouldn¿t charge and their programmer won¿t read the battery. It was reported that the patient¿s device was overdischarged. Circumstances that lead to the overdischarge was non-compliance with recharging. It was indicated that since the patient had received their pump ((B)(6) 2016), they had not charged or used their stimulator. They stated that they would like to charge their ins to have an MRI and be able to put it into MRI mode. No actions had been taken yet and troubleshooting/diagnostics was done over the phone only. The rep stated another rep would be meeting the patient on (B)(6) 2018 to attempt an antenna locate and/or physician mode recharge (pmr). The rep had no further information available to them at this time. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative was received on 2018-dec-03 reporting that the antenna locate was cycled 5 times which allowed normal charging to be initiated. The consumer had a complaint of poor coupling during charging. The manufacturer representative was able to easily achieve 8 coupling bars and the patient was education on how to get optimal antenna placement. The patient was then able to get 6-8 coupling bars. The implantable neurostimulator (ins) was charged to 50% and the power on reset (por) message was cleared. The consumer was then sent home to charge to 100% prior to turning stimulation on. No further complications were reported.

Manufacturer narrative:
Correction. Product problem should only be selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient came in to the office with an overdischarged battery. A physician mode recharge was performed successfully. It was indicated that this was not the patient¿s first time having an overdischarged battery. It was indicated that the patient knows that it¿s possible the battery would not hold a charge as long now and if it happens again, it may not come back to life. The patient went home with stimulation turned on in desired areas. There was no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.